Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 28mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified, and 3mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. A 3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, during post dilatation, the stent got deformed with a 2.0x20 balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile and no signs of overlapping or raised stent struts. The bumper tip of the device showed signs of slight damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 28mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified, and 3mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. A 3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, during post dilatation, the stent got deformed with a 2.0x20 balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.